Event description:
The customer reported approximately 20 mls of clear fluid leaked under the dxh800 analyzer. There was no biohazard exposure to open wounds or mucous membranes. The customer also reported distribution valve (dv) errors. No erroneous results were generated for this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse confirmed the leak came from the sample line that disconnected from the flowcell. The fse re-attached the tubing resolving the leak. The fse also found the dv dirty and not turning properly. The fse cleaned the dv resolving the issue and dv errors. (B)(4).